Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side, missing display window cover. The pump was received without a battery cap. The pump passed the self test; it failed the rewind test since rewind terminated prematurely. An insulin flow block alarm would appear immediately thereafter. Thump software was utilized and uploaded trace/history files properly. The case was cut open. There is corrosion in/around the following: keypad flex cable terminal; pcba1--j1, j5; motor flex cable terminal. In summary, the customer¿s report that the pump is unable to rewind and insulin flow blocked alarms both were confirmed during testing. Both are due to corrosion on the motor flex cable terminal/connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly and insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed and the customer reported being unable to exit the load reservoir process. No harm requiring medical intervention was reported. Product return is required for mmt-1781kl.